Manufacturer narrative:
On (B)(6) 2025, a customer identified a stuck footswitch on a selenia dimensions (serial number (B)(6). Per the customer, the system c-arm continued to move for a second while the pedal was stuck. There was no alleged patient / user health consequence or impact. On (B)(6) 2025, a field service engineer (fse) replaced the impacted footswitch and did not observe further uncommanded/uncontrolled motion. The part was scrapped on site, so no initial evaluation could be performed. The part was 828 days old from their last replacement to the date of this complaint¿s part replacement. Because the part was not available, the investigation is limited to a complaint review. Both footswitches were previously replaced on (B)(6) 2022, for unresponsive compression motion. For this most recent incident, there have been no further complaints since the fse replaced the impacted footswitch. Possible causes for footswitch issues include wear and tear due to part use or debris accumulation due to its location on the floor. The footswitch was not returned; therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: the probable cause is a stuck footswitch; the root cause is unknown due to the unreturned part. The severity for this incident is very low, and the calculated post risk control risk index is considered acceptable. Because of this, and because there was no severe injury, no CAPA is required. This will continue to be trended and monitored. Complaint confirmed: no device history record (DHR) review: UDI: (B)(4), sku: sdm-00001-2d, serial number: (B)(6), date of manufacture: 12/22/2010, installation date: 12/28/2010, incident date: (B)(6) 2025, date of part manufacture: unknown. DHR review summary: because both footswitches were replaced since system manufacture, no DHR review is required.

Event description:
It was reported that on (B)(6) 2025, the foot pedal on a selenia dimensions mammography system became stuck and caused the c-arm to continue moving after the foot pedal was released. A field engineer examined the equipment, confirmed that the foot switch was the cause of the continued c-arm motion and installed a new foot switch. The field engineer also confirmed that the system is operating within manufacturer specifications.. No patient or user injury was reported.